Manufacturer narrative:
The customer complaint is confirmed. The customer returned one vial that contained 2 (two) test strips. Evaluation of one of the returned test read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidenced by the weight of the returned vial failing the weight testing. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within spec.

Event description:
The consumer called into customer support to report, "...for the past several weeks she has been getting higher than expected results when using her nova max link meter. According to the consumer based on the high results she administered unk amounts of insulin in addition to what her pump was releasing. Subsequently, the consumer experienced a hypoglycemic event which did not require medical intervention.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot#: 1020214204 expiration date: 07/2016. Control solution lot#: none.